Event description:
The device was used during a low anterior resection procedure. Reportedly the instrument did not fire staples on the rectal stump. The surgeon resected tissue from the application site and applied manual suture. The pt has developed an infection post-operatively.